Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 340-341 mg/dl.